Manufacturer narrative:
Further information was requested but was not received. The device was returned for evaluation. The device voltage was above the elective replacement indicator (eri) level upon receipt. Visual analysis found no anomaly on the header. Analysis of the device indicated that the device was within the normal range of operation throughout the implant. Further analysis performed found no anomaly. Longevity assessment was performed and found that the battery was within the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the pacemaker was explanted due to an unknown issue. No other information was available.